Event description:
A biomed tech was demonstrating a very old cast cutter and it grazed the skin and drew a very small amount of blood. The area was scrubbed with alcohol and an antibiotic solution was applied. A tetanus shot was administered. The skin has healed and no infection was reported.